Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the modular cable was exchanged due to damage on the entirety of the cable. During the modular cable exchange, the patient was switched to their backup controller. A self-test was completed and passed after the exchange, then about 5 minutes later a driveline power fault alarm occurred. The driveline power fault alarm was manually cleared at 11:18am but returned at 11:50am. Log file review confirmed a driveline power fault. Log file review from the old primary controller found brief f20 flags that did not persist long enough to generate a driveline communication fault. The modular cable damage combined with data from both controllers may be indicative of a poor connection within the superior modular cable connector due to moisture ingress. The superior modular cable connection was cleaned on (B)(6) 2023, and all alarms resolved following the completion of the procedure. Related manufacturer's report: 2916596-2023-05829.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable and com b faults was confirmed via evaluation and log file review. A review of the log files, extracted from (B)(6), contained data spanning approximately 7 days (21jul2023 ¿ 26jul2023, 01jan2000 per timestamp). On 24jul2023 at 15:15:41, and 25jul2023 at 14:21:18 and 14:21:27, com b fault flags were active; however, the faults did not persist long enough for an alarm to activate. Pump operation was not affected. The heartmate 3 vad modular cable was returned for analysis with multiple layers of tape on the outer jacket. The tape was removed and several tears in the jacket were observed. Additionally, the inline connector strain relief was broken, and fluid ingress covered the base of the pins in the inline connector. The mod cable was connected to a mock loop and was able to operate the system for extended operation. The modular cable passed resistance and current leakage tests without issue. The outer layers of the mod cable were removed and kinks in the cable were observed; however, there were no exposed conductors. Driveline faults were not reproduced throughout testing. The damage to the mod cable did not affect the cable's functionality. A root cause for the damage to the mod cable was unable to be conclusively determined. A root cause for the com b faults cannot be conclusively determined through this analysis; however, the observed fluid ingress could have contributed by interfering with the electrical connection. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate iii instructions for use section 2 - ¿system operations¿ and heartmate iii patient handbook section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was exchanged due to damage on the entirety of the cable, and at the same time the patient's system controller was exchanged to their backup controller. It was noted that the original controller was exchanged due to significant damage to the black power lead, and the battery drained faster when attached to that lead. Log files from the original controller recorded a couple of brief (f20) com_b_fault flags. These did not persist long enough to generate a driveline comm fault. After the exchange a self-test was completed and passed, but then about 5 minutes later the patient was getting a driveline power fault. A self-test was completed again and the alarm stayed. The alarm was then manually cleared by the ventricular assist device (vad) coordinator at 11:18 am, and the alarm did not return until 11:50 am. Event log files from the newer controller recorded a driveline power fault alarm associated with an (f5) pwr_b_broken fault flag. Technical services suggested that the original modular cable's damage along with the data from both system controllers may have been indicative of a poor connection with the superior modular cable connection due to fluid ingress, as no damage to the conductors was suspected. On 31jul2023 the superior modular cable connection of the newer modular cable was cleaned and no additional alarms were seen. Related manufacturer's reference number for the driveline faults and fluid ingress on the pump: (B)(4). Related manufacturer's reference number for the controller damage: (B)(4). Related manufacturer's reference number for the fluid ingress on the newer modular cable: (B)(4).